Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having staphylococcus aureus infection at the battery site. Symptom of pain was noted. It was believed that the physician was not sure the cause of infection but did not think it was device related. All devices were explanted and was doing well postoperatively. The explanted devices were kept by the facility.

Event description:
It was reported that the patient was having staphylococcus aureus infection at the battery site. Symptom of pain was noted. It was believed that the physician was not sure the cause of infection but did not think it was device related. All devices were explanted and was doing well postoperatively. The explanted devices were kept by the facility.

Manufacturer narrative:
B3: exact date unknown, date of explant was used as the event date.